Event description:
It was reported that there was oversensing and high impedance. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: proximal conductor fractured; full lead returned. It was observed during analysis that there was only one set of setscrew marks on the is-1 pin, and it was too proximal, which indicates the lead was not fully inserted into the device.